Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was confirmed due to a defective t3 transformer on the defibrillator pca board, causing a low pulse reset. The root cause for the defective t3 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.